Event description:
As reported by the edwards clinical specialist during a transapical transcatheter aortic valve replacement (tavr) procedure, after the 26mm sapien valve was deployed, the patient developed complete heart block. A permanent pacemaker was implanted. The patient was extubated and transported in stable condition. Per report, during valve deployment ventilation was held and there was a loss of temporary pacer capture for a single beat prior to valve deployment. The valve was positioned and deployed in a 50:50 position without any issues and the post deployment transesophageal echocardiogram (tee) showed trivial posterior paravalvular leak and zero central aortic insufficiency. It was reported that the patient had severe native valve, leaflet, and root calcification. The perceived root cause of heart block was attributed to significant amount of calcium in the annulus and left ventricular outflow tract.

Manufacturer narrative:
Per the instructions for use (IFU) for the sapien valve, conduction abnormalities are a known complication after transcatheter aortic valve replacement (tavr). Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying cardiac disease and/or conduction abnormalities. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of heart block include underlying heart disease, electrolyte disturbances, and certain medications (i.e. Beta-blockers, calcium channel blockers). In this case, the exact cause for this event cannot be confirmed. However per report, the event was attributed to a heavily calcified annulus and left ventricular outflow tract. It is likely that procedural factors and the patient¿s underlying cardiac pathology (calcified aortic stenosis, chf, atrial fibrillation, and htn) contributed to the event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.